Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on previous reports. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment based on the results of the investigation, a definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The scope was returned to the service center for evaluation. The scope¿s distal end plastic cover was dented. The bending section glue was noted to be cracked. The objective lens was found chipped. A borescope was used to inspect the forceps passage and tear marks were noted inside biopsy channel.

Manufacturer narrative:
The scope was not returned to the service center for evaluation. As part of investigation, the service center followed up with the customer regarding the reported event and was informed that the scope had been manually cleaned as well as high level disinfected in medivators advantage aer twice prior to being used on the patient. It was determined that a review of pre-cleaning and manual cleaning was needed. In addition, an olympus endoscopy support specialist (ess) contacted the customer on (B)(6) 2021 and discussed the facility¿s reprocessing methods and how to the clean the scopes. The ess reported that the customer agreed to participate in a reprocessing in-service the next day. On (B)(6) 2021, the ess was dispatched to the customer¿s site to provide a reprocessing in-service. The ess discussed pre-procedure instrument channel inspection with a biopsy forceps in order to determine if the instrument channel is free from obstructions or debris prior to use on a patient. The ess discussed the steps of pre-cleaning and the importance of timely cleaning of the scope. The ess went over the scope reprocessing manual and emphasized the proper brushing technique in the channel. Also, to use the suction cleaning adapter during the suction steps. As well as the importance of proper channel flushing.

Event description:
The service center was informed that during an unspecified procedure, when the forceps were inserted into the scope¿s channel a piece of tissue fell into the patient. The doctor retrieved the tissue and determined that the tissue was from a previous case. It is unknown if second patient¿s intended procedure was completed. The patient did not require testing. No prophylactics were prescribed or administered to the patient. There was no patient injury or infection reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer presumed the following from the past similar complaint. The cause cannot be determined, because the event was not reproduced at the sales business center (sbc) and obvious deviation from IFU was not found during ess in-service. Patient tissue remained in instrument channel due to inappropriate reprocessing on the channel, then come out during the next procedure. Based on past complaint, fragment of mb-358 fell off into patient body. This fragment was wrongly recognized as patient tissue. The event was not reproduced. In view of a/b mentioned above, we think that patient tissue from the previous case remained within mb-358 due to insufficient reprocessing. The tissue adhered to forceps tip when inserting the forceps, and then fell off into patient. The dhf review following reports say that performance of reprocessing on the device would be secured by reprocessing appropriately in accordance with IFU. (Cleaning/disinfection/sterilization)